Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, the nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The root cause of this event was most likely impacted by the progression of the patient's underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. Corrected data: per follow-up with the physician, there is no allegation that this valve failed prematurely. Based on new information received, this event is no longer considered reportable.

Event description:
Through the implant patient registry, it was reported that a patient with a 19mm 3000tfx aortic valve implanted for 12 years, 1 month underwent a valve-in-valve procedure due to severe stenosis and mildly incompetent. Patient presented with progressive fatigue sob and congestive heart failure. The device was replaced successfully with a 20mm 9750tfx transcatheter valve. Patient tolerated the procedure well with no immediate complications. Patient was discharged on pod #3. According to the physician, there was no allegation that the surgical valve prematurely failed.

Manufacturer narrative:
The subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Through the implant patient registry, it was reported that a patient with a 19mm 3000tfx aortic valve implanted for 12 years, 1 month underwent a valve-in-valve procedure due to unknown reasons. The device was replaced with a 20mm 9750tfx transcatheter valve. No other details provided. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.